Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that during the right ventricular (rv) lead implant attempt, the physician was upset that the lead had exhibited low sensing values and diminished r-waves. It was also noted the replacement lead was also exhibiting low sensing values after multiple positioning attempts, however they physician elected to use the new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.